Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Nosy signals were noted on all sensing vectors. Ts recommended further in clinic examination to determine system integrity. Therapy delivery was turned off. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Nosy signals were noted on all sensing vectors. Ts recommended further in clinic examination to determine system integrity. Therapy delivery was turned off. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Nosy signals were noted on all sensing vectors. Ts recommended further in clinic examination to determine system integrity. Therapy delivery was turned off. This device remains in service. No additional adverse patient effects were reported.